Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported malfunction of green colored image was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in compliance with specifications. Based on the results of the investigation, it was presumed that the defect was due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling; or that the components including ic chip and capacitor mounted on the electric circuit board had a defect. The root cause of the malfunction could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited a green screen. There were no reports of patient involvement.